Event description:
It was reported that during a percutaneous coronary intervention (pci), catheter removal difficulties occurred. The unknown target lesion being treated was located in the right coronary artery (rca). It was noted that the catheter kinked while attempting to place the tip in the rca. As the physician attempted to remove the catheter from within the patient, removal difficulties occurred. The device was successfully removed and a shaft break occurred outside the patient's body. The procedure was successfully completed with a different device. No patient injuries or complications were reported. Patient condition listed as "fine".

Manufacturer narrative:
(B)(4).